Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The initial MDR reported that the anesthesia control board (acb) was replaced to resolve the issue. Additional information was received that replacing the acb did not resolve the issue. The power management board was replaced which did resolve the issue.